Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 42 mg/dl with an unknown cause. Juice was consumed to address the low bg. No additional information was provided.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user on (B)(6) 2019. Lowest bg recorded by continuous glucose monitor (cgm) was 82 mg/dl. Sensor session expired at 11:15 am, and a new sensor session was not started until (B)(6) 2019. User made bolus requests while still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Allowing the cgm sensor session to expire prevents the user from continuously monitoring bg and potentially addressing an impending low bg. Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.